Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the lead exhibited noise, decreased pacing lead impedance, decreased r-wave amplitude, and high capture threshold were observed. The noise was not reproducible with pocket manipulation. A procedure was performed to pull the lead back a little, resulting in all values being in normal ranges. There was no sign of perforation or dislodgement.